Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was pulled back into the main body of the coronary sinus and had no capture. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.